Manufacturer narrative:
(B)(4). Attempts have been made to gather all product identification information, and no further information has been provided. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was loosening of a g7 cup. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h2; h6; h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Insufficient information provided. The device history record was not reviewed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.